Manufacturer narrative:
Review of the provided images confirmed that the locking mechanism was disassociated from the implant body. Evaluation of the device history record identified no nonconformances or anomalies that would indicate a manufacturing-related root cause. Additionally, no information was provided regarding surgical technique or intraoperative conditions that may have affected the integrity of the locking mechanism. Therefore, a definitive root cause could not be determined.

Event description:
Dr. Took x-ray images of patient at follow-up appointment when it was noticed that the locking plate became detached from the implant. Dr. Revised the patient on (B)(6) 2026 by placing a plate over the cage and removing the detached locking plate from the patient.